Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Technical services (ts) reviewed the device data and noted there were no arrhythmia episodes at the time of the event; however, rythmiq episodes were observed that correlated with the event. During these episodes, premature ventricular contractions (pvcs) fell within the blanking period, resulting in functional undersensing. All system measurements were within normal limits. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.